Manufacturer narrative:
Block b3: exact date unknown, event occurred a year ago prior to the date the manufacturer became aware.

Event description:
It was reported that the patients implantable pulse generator (ipg) was slightly tilted. The patient was experiencing pain at the ipg site and was also experiencing difficulty charging the ipg. The patient underwent ipg replacement procedure. Patient is doing well postoperatively. Explanted device not returned retained at facility.